Manufacturer narrative:
(B)(4).

Event description:
It was reported that pgcl sutures, associated with lot# 171006-63 were breaking while being tied down. This failure occurred with 4 patients between the age range of (B)(6) and in good health. There were no adverse effects associated with pgcl sutures. The surgeries was delayed for 1 minute and finished with another unknown suture.